Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a cervicotomy procedure, during the application of the hemostatic clips, the clips didn't close properly over the vessel as it should. The problem continued, the clips didn't close properly. The procedure was completed by applying clips manually to buttress the suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n91a48: the analysis results found that the mcm30 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 21 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.